Event description:
It was reported that the catheter was damaged. The patient suspected that a new nurse in the doctor's office punctured the catheter during refill. This caused cerebrospinal fluid and pump medications (fentanyl and clonidine) to leak into the patient's stomach. The patient reported it "almost killed" her. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.